Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. For the first firing, using the manual stapling handle and reload. The surgeon clamped the tissue of the rectum, started to fire, and moved the knife forward. However, could not staple the tissue. Additional tissue resection was required due to the tissue. There was tissue damage. Oozing bleeding occurred as a result. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received for the first firing, they were using the manual stapling handle and reload to resect the rectum. The device did not fire at all. The knife did not advance at all. There was no tissue damage. The surgeon successfully resected the original staple line with another device. The status of the patient is no problem.